Manufacturer narrative:
The system history shows that the laser was verified successfully prior the day of treatment. The log file for the treatment was reviewed. There is no suspect parameter and no error/warning message displayed. The energy values were stable. The obligatory tests on this day were passed successfully. There is no indication from the log file review that the device caused or contributed to an uncut area. The treatment report does not show any abnormalities, which might have contributed to the reported event. All settings are within recommended specification. An additional finding, considered to be not contributing to the reported issue: it appears that there is slightly too much fluid used by the surgeon. As a result, the meniscus of applanation cannot be detected, which makes it difficult to determine the length of the canal for venting. It appears, that the canal was extended too far towards the sclera, which resulted in blockage for gas venting. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. No technical root cause was identified as the product was found to be within specifications. The root cause could not be identified conclusively. (B)(4).

Event description:
A surgeon reported that during lasik flap creation an uncut area occurred on the side cut of the left eye. 1-2 "experiences" were done and the flap area was opened by force. The treatment was completed without patient harm.